Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported to philips that the device's touchscreen was not responding. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 27jan2021. B4: 28jan2021. Three good faith efforts were made to obtain information regarding patient/user involvement and contextual use with no response from the reporter and therefore cannot be determined. Multiple requests were made for evaluation and resolution without a response. Device resolution data is not available. The service order was closed if the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedures. 1. Email: on (B)(6) 2020 @11:50 am to: (B)(6). 2. Call: on (B)(6) 2021 @ 3:09pm @ (B)(6) called initial reporter (B)(6), unable to leave a message. 3. Call: on (B)(6) 2021 @ 3:38pm @ (B)(6) called initial reporter (B)(6), unable to leave a message. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.